Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned bloody. The balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 26mm balloon. The stent was not returned for evaluation. No kinks or bends were observed to the catheter. No other anomalies were noted to the catheter. The balloon was examined under microscopic magnification, and the stent crimp impressions could not be identified on the balloon surface. The stent crimp impressions could not be identified likely because the balloon had been previously inflated. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The complaint investigation is confirmed for a stent detachment and inconclusive for a stent dislodgement, as the stent was not returned with the catheter. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current valeo balloon expandable stent instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon; however, the stent shifted up the catheter shaft towards the hub, it did not dislodge into the patient. It was further reported that the catheter and the stent were retracted together through the sheath without incident. Another stent was used to successfully complete the procedure. There was no reported patient injury.